Manufacturer narrative:
The sample was submitted for investigation and tested on an e801 module. The customer's high results were reproduced. Further investigation of the sample confirmed the presence of an interfering factor against the chemical ruthenium label causing falsely increased values with the ft4 iii and ft3 iii assays. This specific interference is addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The sample was requested for further investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii (ft4 iii) and elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to an accuraseed analyzer. The roche results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant results were identified between the customer¿s e801 module, the accuraseed analyzer, an e801 module used at the investigation site and an abbott architect analyzer. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The customer¿s e801 module serial number was (B)(4). The e801 module used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 476059 with an expiration date of aug-2021.